Event description:
It was reported that during service/maintenance (not in a clinical setting) the subject device had error b31. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: ccd glass cracked, e218 image error. A root cause could not be identified. Based on the results of the investigation for ccd glass cracked and e218 image error it is likely that the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.